Manufacturer narrative:
A ge service rep performed an on site investigation. The uifb board and the battery were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not power down properly. The fse reported that the ups batteries were defective and the system would not boot up. There was no pt injury or death reported.